Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and replaced the flow sensor receptacle. After replacing the flow sensor receptacle, the ventilator gave transducer fault, and cannot calibrate. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced volumes are off 600 dialed in and about 200 return. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10. Results of investigation:performed transducer calibrations as described in the vela ventilator systems service manual l2859-101 sections 6.2.4 - 6.2.6. The reported complaint was confirmed through the events log and not duplicated during functional check.